Event description:
The following has been reported: nurse reported: today in infusion, 2 different patients' infusate was leaking out of cassette base of pump tubing. Apparently 1 incident occurred yesterday as well. Per (B)(6) 2026 number of instances was updated from 2 to 1. (B)(6) 2026: nurse reported there was no patient harm, and no sample is available. Although a fresenius kabi administration set was being used, the model# or lot# was not disclosed by the customer. A preliminary review identified the following issue: administration set leak (external part) unknown if an active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.